Event description:
Steris control panel not functional for the past 2+ months. Volume jumping to 10, camera's not turning on, screens not staying on the correct setting. Unable to turn on monitors from the wall, lighting not reacting to mouse and mouse blinking. Monitors shutting off mid case without prompting. Called rep and left message, no response. Left 2nd message. Spoke with hospital it support and explained the problem. They stated they would have someone come out that afternoon. No changes in status of functionality, control panel still having identical problems as before. Called steris 800 number for support. They stated they will coordinate a dispatch to repair the control panel.======================manufacturer response for steris control panel, harmony iq (per site reporter).======================had to contact steris technical support several times before a field tech was scheduled to come out and make repairs to the system.